Event description:
It was reported that the pacemaker system and associated right ventricular (rv) lead exhibited high out of range (oor) pacing impedance measurements. (B)(6) technical services (ts) reviewed data from the device and explained that this right ventricular (rv) pacing impedance has been stable, with the exception of some oor impedance values. Additionally, several ventricular tachycardia episodes with possible myopotential noise over-sensing were observed, but these did not result in asystole. Further investigation found that a lead safety switch was triggered for the reported oor impedance values, and as a result, the configuration automatically changed from bipolar to unipolar configuration. The impedance trend showed isolated peaks in jumpy situations, going from normal to oor values. Ts indicated that the implanted pacemaker does not feature the last enhanced header configuration, so the likelihood of pin fretting is higher, especially when employing competitor leads. A troubleshooting guide was provided in order to assess system integrity, including pacing capabilities, patient maneuvers and x-ray imaging to identify potential microscopic damage and check header connection. At this time, the patient has not been re-evaluated, but they are being remotely monitored. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).